Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges surgical intervention and "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol ventrio st on (B)(6) 2014 and ventralight st on (B)(6) 2019. As reported, the patient is making a claim for an adverse patient outcome against ventrio st. It is alleged that the patient underwent surgery for the revision of hernia mesh on or about (B)(6) 2019. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol ventrio st on (B)(6) 2014 and ventralight st on (B)(6) 2019. As reported, the patient is making a claim for an adverse patient outcome against ventrio st. It is alleged that the patient underwent surgery for the revision of hernia mesh on or about (B)(6) 2019. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2014 ¿ patient was diagnosed with ventral hernia thereby underwent laparoscopic repair with implant of ventrio st mesh (device #1). Per operative notes, ¿ the hernia with incarcerated fat was identified. The ventrio st mesh (device #1) was placed and sutured and tacked in four quadrants of mesh.¿ (B)(6) 2019 ¿ patient was diagnosed with recurrent incarcerated ventral incisional hernia thereby underwent robotic assisted repair with implant of ventralight st (device #2). Per operative notes, ¿ extensive omental adhesions were removed. The recurrent defect was noted above the umbilicus where the event rated mesh(device #1) was pulled out of the hernia defect. The defect was closed with sutures and ventralight st (device #2) was placed in the right upper quadrant covering the old mesh (device #1) sutured circumferentially.¿

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges surgical intervention and "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-may-2014) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.